Event description:
Report received that when the rotary knob was turned to the "run" programming selection mode, the pump display indicated it was in the "set volume" programming selection mode. The device had been sent to the user facility biomedical engineering dept by a nurse who experienced the event before the device was placed in clinical service. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was available.